Event description:
Device misuse [device misuse], oxygen saturation decrease (values not known) [oxygen saturation decreased], oxygen saturation level dropped to 47% - 50% [oxygen saturation decreased].case description: this initial serious, spontaneous case report was received on (B)(6) 2012, from a respiratory therapist in the united states, regarding an adult male who experienced oxygen saturation decreased after inomax withdrawal due to device misuse. Add'l info obtained on (B)(6) 2012, was processed with this initial report. Relevant medical history/co-morbidities: acute respiratory distress syndrome (ards); acute respiratory failure; down's syndrome; multiple cardiac surgeries; lung resections. Concomitant medications: not provided. On (B)(6) 2012, a respiratory therapist contacted (B)(4) regarding an injector module issue encountered with inomax dsir device #(B)(4), while on a pt. At approx noon on (B)(6) 2012, an adult male was hospitalized with acute respiratory failure. He was intubated and placed on a servo I ventilator, and at 21:45 the pt was started on inomax (inhaled nitric oxide) at a dose of 20 ppm via inomax dsir device (B)(4) for acute respiratory distress syndrome (ards) and refractory hypoxemia. On an unspecified date ((B)(6) 2012 or earlier), he was successfully weaned to a dose of 5 ppm but would not tolerate a lower dose. On (B)(6) 2012, the pt, who was being cared for in the intensive care unit, was noted to have issues with "his exhale tidal volume" on the ventilator and the nurse called the respiratory therapist for assistance. The pt was disconnected from the ventilator circuit and the inoblender was used to manually deliver oxygen and inomax to the pt at a dose of 20 ppm. Once the tidal volume issue was resolved and the pt's oxygen saturation levels had returned to baseline (90 - 91%), the rt switched the pt back to the delivery device. The device (#(B)(4)) alarmed delivery failure; the pt experienced an oxygen saturation decrease (values not known); the pt was switched back to the inoblender; and the rt supervisor was called to assist. When the rt supervisor arrived, the pt was receiving oxygen and inomax via the inoblender and his oxygen saturation (spo2) level had risen to about 80. The rt supervisor cleared the delivery failure alarm (by powering the device off and then back on again) and the pt was placed back on the inomax dsir device. The rt supervisor noticed that the inomax dsir device was monitoring 0.8 ppm despite a set dose of 5 ppm, so she started to troubleshoot the issue. Since "the injector module appeared wet," she decided to replace the injector module. As soon as the injector module cable was disconnected, the device alarmed injector module failure. She replaced the injector module, but the device then alarmed delivery failure, and she decided to switch the pt to another inomax delivery device. It was noted that the pt's oxygen saturation level dropped to 47% - 50%, while the injector module was being replaced and the device switched out. The inoblender was used and his spo2 returned rapidly to the 70s but it took about 5 minutes for the pt's oxygen saturation levels to return to baseline (90s). When the pt was placed on the replacement delivery device, the decision was made to increase his dose to 20 ppm, and as of 15:00 on (B)(6) 2012, the pt remained on nitric oxide at a dose of 20 ppm. It was also noted that sometime during the following two days, his nitric oxide dose was increased as high as 35 ppm, but by the time the rt supervisor returned to duty on (B)(6) 2012, the pt's dose had been reduced to 7.5 ppm. After inomax dsir device #(B)(4) was removed from the pt, a pre-use procedure was then performed (with the original injector module attached) and the device performed to spec. The rt supervisor considered the pt's oxygen saturation decrease to be related to the interruption of inomax flow and was not due to a device malfunction. The customer deemed the device issue to be resolved and the device was not returned to the company.

Manufacturer narrative:
On (B)(6) 2012 a respiratory therapist (rt) contacted (B)(4) regarding an injector module issue encountered with inomax dsir delivery device #(B)(4), while on a pt ((B)(6)). Eval summary: in the process of remediating a ventilator issue with pt exhaled tidal volume, the pt was switched to a backup drug delivery mode utilizing the inoblender. The primary drug delivery mode remained active, delivering drug to the ventilator circuit. When the pt was reconnected to the ventilator and the inomax dsir and active ventilation was being re-established, the inomax dsir alarmed and went into a delivery failure state. This is per design, since the drug level in the breathing circuit was significantly different from the set dose. The primary drug delivery device and ventilator should not have remained in active delivery modes while the inoblend backup drug delivery device was utilized. The pt's oxygen saturation dropped before being returned to the backup delivery mode. The root cause for the oxygen desaturation was user error in not placing the ventilator and the inomax dsir into a standby mode while utilizing the inoblender backup delivery mode. During troubleshooting of the inomax dsir device by respiratory therapists at the user site, the injector module (im), which functions to measure flow in the ventilator circuit inspiratory limb and to meter appropriate amounts of the nitric oxide drug into that flow to deliver the set dose, was removed. The device alarmed, per design, when the im was removed from the circuit. When the im was replaced, the device alarmed and went into delivery shutdown, again per design, since the dose was not assured. After the inomax dsir device was replaced, the users power-cycled it, after which it performed as expected. The root cause for the incident was user error in not following MFR's instructions for operating the device. Ikaria technical support contacted the facility and explained the cause for the alarms and noted the device was fully functional so there was no need to return the device to the MFR for add'l investigation.